Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first step of a laparoscopic sleeve gastrectomy, the stapler was not able to fire and the handle was not squeezed. The user replaced the reload to complete the case. There was no patient injury.